Event description:
The accounts biomed stated that the head section is drifting overnight.

Manufacturer narrative:
The biomed found the CPR bolt and linkage was out of adjustment. He readjusted the CPR linkage bolt but the issue returned. Repairs have not been completed.